Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. Based on the results of the investigation, it is likely that the following led to the malfunction: the handling of the device (reprocessing) was deviated from the instruction manual from the obtained information. This issue is addressed in the instructions for use (IFU): IFU states that detection method in bf-pe2 instructions chapter 3 preparation and inspection. IFU states that preventive measure in bf-pe2 instructions chapter 7 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the bronchofiberscope exhibited foreign material in the forceps channel port. There were no reports of patient involvement.